Manufacturer narrative:
Awaiting for product analysis by the quality department.

Event description:
The physician implanted the spva-2010. In their opinion, the pressure of the valve didn't match.they think it led to incorrect drainage. The surgeons tested it after it was removed from the patient. An additional surgery was required to replace the shunt.

Manufacturer narrative:
Our quality department conducted various analyses on the returned device: visual inspection : the valve was set at position p3. Visual analysis showed a lot of residues in the liquid inside the valve chamber and many puncture marks in the reservoir that leaked, most likely caused by multiple tests and handling after explantation. The valve was not returned according to manufacturer specifications. User manipulation after the explant has been executed which causes an impossibility to identify the root cause. The batch file has been reviewed and the valve complies with the expected specifications when released from production. In conclusion, the root cause is not identified due to the actions of healthcare after the explant of device.

Event description:
The physician implanted the spva-2010. In their opinion, the pressure of the valve didn't match.they think it led to incorrect drainage. The surgeons tested it after it was removed from the patient. An additional surgery was required to replace the shunt.